Event description:
It was reported that the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube thread, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.